Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument for failure analysis. The force bipolar instrument was analyzed and found to have a dislodged conductor wire. It was dislodged in the grip routing. The conductor wire insulation was also found to be damaged. Upon visual inspection, it was found that the internal wire was exposed due to the insulation damage. The instrument grips were manually manipulated and the instrument passed the electrical continuity test. There were no signs of thermal damage.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument tip was allegedly dislocated. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. There was no insulation damage or arcing observed during the procedure. There is no related system fault. The instrument jaws were not stuck on the uterus tissue. There was no unexpected tissue removal and no bleeding. The instrument was not in strong grip mode and there were no abnormalities noted with the instrument. There was an instrument collision. There was no issue with removing the instrument through the cannula. The surgeon completed the procedure using an unspecified backup instrument.